Event description:
New information indicated that the lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 7.5 cm to 7.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited noise. The noise was not able to be reproduced. No intervention or patient symptoms were reported.